Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with gentamicin injection (500mg, twice a day, route and duration were not reported) and imipenem injection (500mg, twice a day, discontinued, route not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.